Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic forceps did not open. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that the same malfunction was not reported by several entities. The concerned sample was not received by the investigation site for evaluation. With the provided information, no further evaluation is possible and the investigation is concluded without conclusively identifying the root cause. A sample was not received at the manufacturing site, which is why the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).